Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case, clean the pneumatic tap area, and guided them through filling and loading a new cartridge. The issue was resolved after loading the second cartridge, allowing the caller to successfully resume insulin delivery.